Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to low blood glucose. The customer's blood glucose at the time of admission was 53 mg/dl. The customer was treated with a manual injection by the paramedics. The customer explained that prior to the hospitalization, he woke up incoherent, unable to function and unable to talk. The customer stated the cause of the low blood glucose was not eating and falling asleep instead. The customer did not eat what he bolused for. The customer explained that when he woke up, the insulin pump had shut off, was alarming and was beeping as well. The customer was unable to fully troubleshoot at the time of the call. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.